Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had unexpected longevity and was at recommended replacement time (rrt) earlier than expected. The device was explanted and replaced. It was further reported that the atrial lead had high thresholds. The atrial lead was explanted and replaced. The right ventricular (rv) lead had high impedance and was oversensing noise. The lead delivered multiple shocks and lead fracture was suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.